Event description:
During an in-clinic follow-up, episodes of noise which resulted in oversensing and inappropriate automatic mode switch (ams) were observed on the right atrial (ra) lead. The suspected cause of some of the episodes was electromagnetic interference (emi). Additionally, lead damage was suspected but was not confirmed. The provocative maneuvers were positive for myopotentials, however, the lead noise was not reproduced. The patient was stable and will continue to be monitored.